Event description:
A surgeon reported that the inferior arcuate incision was partially full thickness (penetrating). She described a 1mm central full thickness arcuate incision within the 39 degree arc. The complete 39 degrees was not full thickness, only the central 1mm of the length. The surgeon was unsure as to whether she penetrated the arcuate while trying to open, or if the incision was open prior to utilizing the spatula. Upon f/u, the surgeon noted that there was no suture required, and no impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).